Event description:
It was reported that a flogard infusion pump experienced a door open alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of the open door alarm was confirmed. The root cause of the reported condition was due to a missing magnet. To correct the issue the magnet was installed. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.